Event description:
New information received noted that the device continued to exhibit over-sensing. Appropriate programming changes were made to the device and patient was stable during and after the event.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented with right ventricular over-sensing alert from their implantable cardioverter defibrillator. Further investigation found that it was myopotential over-sensing. Programming changes were discussed with a healthcare provider. No patient condition was reported after the event.